Event description:
Procedure type: prostatectomy. According to the reporter: used for lap, prostate malignancy. After inflating the balloon, the surgeon attempted to inflate the anchoring balloon, but it was not inflated. The device was removed from cavity, and it was confirmed air leaked from it. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).